Event description:
The customer reported that unit was unable to shock.

Manufacturer narrative:
The therapy hv power cable was loose and poorly seated. The unit was repaired by reconnecting the therapy hv power cable.